Event description:
During evar after contralateral limb had been introduced through the main body sheath, the sheath began leaking even with the other sheath in place. Main body system was prepped per IFU. Sheath was disposed and unable to retrieve for inspection. The complainant did report that the product caused or contributed to the adverse effect. Pt may require red blood cell transplant following sheath leakage and blood loss. Pt outcome was not provided by reporter.

Manufacturer narrative:
(B)(4): blood loss is labeled in the IFU. Device leakage is not specifically labeled in the IFU. No product or images were returned to assist in the investigation at this time. Check-flo discs critical dimensions are inspected during incoming quality control. Inspections of captor valve assembly performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber and the orientation of the check-flo disc are confirmed. The discs are also examined to verify that each is punctured and free of tears. A 16 fr piece of tubing is placed through the iris valve to confirm that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. Damage to the check-flo discs likely resulted in leakage. We are aware of the potential for leakage through the valve and the risk associated with this failure mode. A CAPA has been initiated in regard to this failure mode. We will notify the appropriate internal personnel of the event and continue for monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). Based on risk assessment per qera, risk reduction is recommended. A CAPA is currently open and addresses this failure mode.